Event description:
A (B)(6) black female presented to the physician's office for a complaint of sore throat. She collapsed in the waiting room while waiting to be seen. The pt was pulseless with no spontaneous respirations. CPR was started immediately and 911 was call. AED pads were applied to the pt and plugged into the machine. The AED was not functioning properly because the machine kept repeating "apply pads". A staff member checked the connection and then turned the machine off and then back on. Finally, the AED started "analyzing" and then "no shock advised". The AED machine did not analyze after the initial evaluation, and it did not give any further instructions. It just displayed either "monitoring" or "pausing" on the monitor. No pulse was palpated, so CPR was continued until the rescue squad arrived.